Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had experienced a loss or change of therapy. The patient was not feeling stim and was urinating a lot more in the past 1.5 weeks. The patient did not feel stimulation. The therapy was on. There were no trauma/falls reported that could be related to this issue. The patient increased stim to 2.3 and was feeling stim. The patient does have an appointment with his doctor on (B)(6) 2016. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.